Event description:
It was reported that the patient had a system error (se) 2240 (air in line/set) on the homechoice (hc) device during an unspecified step of peritoneal dialysis (pd) therapy. During troubleshooting, it was found that the patient had disconnected to use the restroom and returned to the alarming hc machine. The patient stated that they then reset the machine and continued therapy without further issues. The patient had reconnected, but it was not specified whether they had reconnected before restarting therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number unknown, a device analysis could not be complete. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.